Event description:
Had left hip replacement with zimmer biomet device (B)(6) 2013. Had revision surgery (B)(6) 2024 due to bone deterioration and broken polyurethane cap I can't get product ID report from hospital as records have been purged. Original dr. Brian yost, od is not responding and has left riverside orthopedics (now newport orthopedics). No response from newport orthopedics records department. Dr richard biama performed revision surgery packing cadaver bone into void above and replacing broken cap with titanium cap.